Manufacturer narrative:
(B)(4). Section d.4 the UDI number was updated to (B)(4). The lot number for the returned sample is 18f23h0028. Additional information obtained from a tele-flex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that a "disconnected catheter was found in the center lumen of the balloon" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported " at the time of insertion of the balloon (iabp), a disconnected catheter was found in the center lumen of the balloon. The catheter was then replaced and the procedure went smoothly". The second catheter inserted was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Event description:
It was reported " at the time of insertion of the balloon (iabp), a disconnected catheter was found in the center lumen of the balloon. The catheter was then replaced and the procedure went smoothly". The second catheter inserted was inserted into the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).